Event description:
During surgery 2 dyonics blades broke. During uriuilopalatal pharyngoplasty one of the blades remained embedded and small incision made to remove blade. All dyonics blades of this type were returned to MFR.